Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. Rainbow glare is a known general side effect post lasik that is mentioned in the procedure manual for femtosecond laser systems. The effect usually disappears as the cornea starts to close the gaps created by the photo disruption. The cause of rainbow glare is referred to as the diffraction of light from the scanning pattern created on the back surface and in the stromal bed of the lasik flap after femtosecond laser flap creation. (B)(4).

Event description:
An optometrist reported bilateral rainbow glare post lasik procedure. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.